Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the scope's fine needle aspiration needle broke inside of the device. The issue occurred, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
New information: h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material lodged inside the biopsy channel. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the scope's fine needle aspiration needle broke inside of the device. The issue occurred during reprocessing. There were no reports of patient involvement.